Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and ooze coming from the wound. The issue is thought to be due to surgical sutures not dissolving as expected after implant. Surgical intervention was performed and the system was moved to a new sub-muscular position and remains in service. No additional adverse patient effects were reported.